Event description:
It was reported that the subject device did not show picture. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the endoscopic image could not be displayed due to disconnection in cable unit. The most probable cause of the identified failure is cause traced to user. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following reportable malfunction was identified during the device evaluation: disconnection in cable unit. Based on the results of the investigation, the customer¿s allegation was reproduced, a root cause could not be identified. The most probable cause of the complaint was disconnection in cable unit. Regarding the newly identified malfunction, it is likely the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 facility name: (B)(6) hospital association. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not show picture. The issue occurred during an unspecified procedure. There were no reports of patient harm.